Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking from the top of the device during filling. The device had been filled with glucose when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a leak from the top of the reservoir. The root cause was determined to be missing film wrap. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.